Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases/review of device history records was not possible as the necessary product/lot code combinations were not made available. Additional investigational inputs were requested but not provided. It is known that, among others, allergic reaction to metals is one of the warnings and precautions in device labeling. It is not known if any pre-surgery testing for metal allergies was performed for this patient. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Update to product code and lot number.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additional investigational inputs were requested but not provided. It is known that, among others, allergic reaction to metals is one of the warnings and precautions in device labeling. It is not known if any pre-surgery testing for metal allergies was performed for this patient. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision and change of the implants for suspicion of hyper sensitivity to friction torque after appearance of thigh pain and joint effusion. Patient reoperated following tissue necrosis with an aspect "putty" muscles. Bacteriological exams were negative. A femorotomy was performed during the operation. Patient presents hematoma at the right trochanteric region. Exams show superinfection staphylococcal coag. Neg. It was decided to change the implants to treat this infection, but the situation quickly becomes complicated in this multi-allergic patient. Surgeon forced to remove implants when confronted to a life-threatening emergency situation. The patient will be in resected head / neck from that time. The patient is treated for perforated acute cholecystitis and a prostatectomy and recurrent urinary tract infections. The exploration of the hip is performed to possibly reimplant the prosthesis at the patient's demand despite of the risks. Tissue samples confirm the immno-allergy with ischemic necrosis.